Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed that the device was returned with the monofilament loaded. It did not have visible debris and appeared to be in good condition. A functional evaluation concluded that the wheels could successfully advance and retract the monofilament without catching or snagging. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery when the accu-pass package was opened the dial was stuck and was not able to roll the suture out of the device. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.